Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "I have come to notify the occurrence of a foreign body inside a desc syringe syringe. S/ag 50 ml ll."

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "I have come to notify the occurrence of a foreign body inside a desc syringe syringe. S/ag 50 ml ll."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 25-apr-2022. H6: investigation: it was reported there was an occurrence of a foreign body inside the syringe. To aid in the investigation, one sample and three photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe has foreign matter at the luer lock. It was not possible to remove the foreign matter; it is embedded degraded resin. The photos show a packaging blister top web and the bottom part of a syringe. The syringe barrel luer lock has a brown foreign matter that appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303552, lot number 1013551. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Manufacturer narrative:
H6: investigation summary: it was reported there was an occurrence of a foreign body inside the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a packaging blister top web and the bottom part of a syringe. The syringe barrel luer lock has a brown foreign matter that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 303552, lot number 1013551. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar defects reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that foreign matter was found inside the bd luer-lok¿ tip syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "I have come to notify the occurrence of a foreign body inside a desc syringe. S/ag 50 ml ll."